Manufacturer narrative:
No customer material was received in order to carry out a substantial investigation. The investigation did not identify a product problem.

Manufacturer narrative:
The accu-chek inform ii test strips' lot number 671296 with an expiration date of 31-dec-2025 were used on meter 1, serial number (B)(6). The accu-chek inform ii test strips' lot number and expiration date that were used on meter 2, serial number (B)(6), were not provided. The qc was performed on the day of the event on both meter 1 and meter 2, and it was acceptable. The customer's products were requested for investigation; however, there are no test strips remaining to return. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter (meter 1) compared to a different accu-chek inform ii meter (meter 2). At 1:33 am, meter 1 result read "hi" (601 mg/dl) and did not match the patient's clinical picture. The patient was tested on meter 2, resulting in a glucose value within the 200-range mg/dl. The operator believed that the 200-range mg/dl result was the accurate result. The time difference between the 2 measurements was within an hour.